Manufacturer narrative:
Additional information provided on 01-aug-2025. Prestataire confirmed there is only one pod (out of 5 pods initially reported) involved in the incident that led to hospitalization. Refer to emdr-267040 (3004464228-2025-30145-00) for reportable incident.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the dexcom g6 sensor showed normal blood glucose values when the patient was actually hyperglycemic. The pod was worn on the patient's arm. The patient was hospitalized with acetone levels of 4.8 mmol/l (86.4 mg/dl) and transient facial paralysis. Dexcom was notified of this incident on (B)(6) 2025.